Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The customer noted that a set of wash nozzles were leaking and not holding pressure. The field service engineer determined that there was vacuum loss due to failed valves. Valves were replaced. Precision studies and controls were run. The engineer returned and found that a wash nozzle was also dripping and not holding pressure, causing splashing on the reaction disk. Valves and all rinse nozzles were replaced. The wash nozzle was reported to still be leaking. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with creatinine jaffe gen.2 on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 25 mg/dl. The sample was repeated since the result was a critical value. The sample was repeated on a second analyzer, resulting in a value of 147.48 mg/dl. The repeat value was deemed correct.